Event description:
Pt had bilateral tissue expanders implanted after a bilateral mastectomy on (B)(6) 2019. Pt complained that her right breast was going down in size. Return to operating room to remove and replace tissue expander. When the right breast expander was re, it was revealed that a tear, not a needle stick, reveal that a tear, not a needle hole was found on the posterior aspect of the implant. Approx 100cc, of fluid was outside of the expander. Expander was surgically removed and a new one implanted.